Event description:
It was reported that intermittent ongoing occlusions alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using fiasp insulin with the pump. The customer was educated that fiasp insulin is off-label per the user guide. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer will continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.